Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts were made to get more information pertaining to this event; however, no additional information was received. Please accept this as a final report. Should additional information become available in the future, this report will be updated.

Event description:
Boston scientific received information that there was intermittent noise and oversensing leading to inappropriate mode switches (atr's). Boston scientific technical services (ts) indicated device memory does not give any indication of a device issue. Ts believes the source of artifact very subtle marginal spring contact connection issue with the atrial ring electrode in the header that is leading to the intermittent over sensing of the minute ventilation (mv) signal. It was further stated that the issue appears to be intermittent enough that the daily lead check or the hourly mv lead check has not detected it. Reprogramming possibilities were discussed. The system remains in use. No adverse patient effects were reported.